Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of medical device removal ("the foundation estimates that approximately 4,000 dutch women have had the essure removed again. In most cases, surgery was necessary and physicians had to remove the fallopian tubes and sometimes the uterus, as well.") In female patients who had essure inserted for female sterilisation. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (hysterectomy & bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the foundation estimates that approximately 4,000 dutch women have had the essure removed again. In most cases, surgery was necessary and physicians had to remove the fallopian tubes and sometimes the uterus, as well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case a lawyer on behalf of describes the occurrence of medical device removal ("the foundation estimates that approximately 4,000 dutch women have had the essure removed again. In most cases, surgery was necessary and physicians had to remove the fallopian tubes and sometimes the uterus, as well.") In a female patients who had essure inserted for female sterilisation. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (hysteroctomy & bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the foundation estimates that approximately 4,000 dutch women have had the essure removed again. In most cases, surgery was necessary and physicians had to remove the fallopian tubes and sometimes the uterus, as well. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.